Event description:
A patient sample tested on the galileo instrument initially tested negative for antibody screen. The sample was retested a few days later and was positive. 4 units of blood were released for transfusion based on the initial (negative) results. None of te units were transfused.